Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure and material separation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use as it is likely that the device was bent in the heavily tortuous sigmoid sinus vein resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction and/or manipulation of the device resulted in the noted bunched stent sheath likely contributing to the reported deployment difficulties. Further interaction and/or manipulation of the device resulted in the reported/noted sheath material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - incorrect anatomy. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat chronic patient ear ringing with stent placement in the sigmoid sinus vein with heavy tortuosity. The 9x80mm absolute pro self-expanding stent system (sess) was advanced to the intended location with resistance due to the significant tortuosity. The stent was attempted to be released; however, the stent was only partially deployed when the thumbwheel became stuck. Therefore, the sess was removed and during removal resistance was also noted and the partially deployed stent became intertwined with the guide wire (gw) and introducer sheath. The sess was able to be removed together with the gw and introducer sheath. After removal, the stent was noted to have became stretched and the delivery sheath had a separation. To continue the procedure, a 8x80mm absolute pro sess was advanced to the intended location without issue; however, when the handle of the sess was unlocked the thumbwheel became stuck after on 3mm of the sent became exposed. The second sess was removed from the patient and the stent sheath was noted to be separated. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.